Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v008907, implanted: (B)(6) 2006, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had a well healed surgical wound, but it was red, swollen, tense, painful, and tender. The area was sterilized, prepped, and draped and infiltrated with 100 percent lidocaine without epinephrine. The wound was drained with a 15 blade and there was "put upend" material and some bleeding, but not excessive bleeding. The impression was that the patient had a wound infection on (B)(6) 2015. The intervention taken was that the patient was prescribed clindamycin 300, 4 times a day and to follow-up with their primary care physician (pcp). Surgical intervention did not occur and was not planned. The issue was resolved and the patient was alive with no injury. The patient's implantable neurostimulator (ins) and lead remain implanted and in service. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.